Manufacturer narrative:
The technician replaced the left foot brake steer caster to resolve the issue.

Event description:
The account alleged the left foot brake steer caster is continuously ratcheting while in brake mode. No patient impact.